Event description:
The return line below the venous pod came out and the pt lost approx 3 units of blood (750cc). Pt was transfused 3 units. Section of tubing and pod has been cleaned and is available for evaluation. Additional info: machine was sequestered and checked out ok. Events screens as recorded by nurse manager. System has been started on pt at 7:00 pm, no alarms during the night, alarms started at 06:10, 6:10 alarm: warning return disconnect. Overrode at 06:10, 6:12 alarm: return cannot be detected. Overrode at 06:22, 0623 alarm: air in blood. No other alarms noted. All pressures were normal for the 140bf they were running. Pt did not have pressure available.